Manufacturer narrative:
Company rep evaluated the unit and replaced the anesthetic gas connector. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported no gas readings from the dpm 5 monitor. No pt injury was reported.